Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that when the fraction of inspired oxygen (fio2) was set to 100%, the actual measured value indicated approximately 90% during periodical device checking. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device kept operating when the issue was observed. There was no reported delay in therapy.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device but could not confirm the reported issue as the issue was not duplicated. The pse confirmed that the software version was 3.20, conducted a comprehensive inspection, cleaned the device, and performed functional testing.